Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the fortrex balloon burst at 20 atm. No patient injury is reported. Evaluation summary: the fortrex device was received with the balloon chamber in a post-inflation state. The device was inspected and found dried blood within the balloon around the inner assembly. The catheter balloon port was connected to a 10ml syringe filled with water. The plunger of the syringe was pressed and water was visibly leaking from the balloon. A longitudinal tear along the balloon segment was observed. The tear started approximately 25mm from the proximal end of the balloon and continues to the distal tip. The tear was approximately 25mm in length